Event description:
The facility representative reported a colleague infusion pump with a "cracked tube motor collar on phm." The event was reported to have occurred during biomed testing. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a cracked tube motor collar on the pump head module was confirmed during product evaluation. The assignable cause was identified as the tube load motor collar. The pump head module assembly was replaced to correct the reported condition. The user interface module software version is 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.